Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h3 and h10. 67 - intuitive surgical, inc. (Isi) received the isolation transformer associated with this complaint and completed its investigation. Failure analysis (fa) was unable to confirm the reported issue. The unit was installed into in-house printed circuit assembly (pca) system and the unit powered up on the vision side cart (vsc) in normal mode without issue. The isolation transformer completed ten power cycles and there was no trouble found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the isolation transformer as it malfunctioned and was the reason the vsc could not power on. Following service, the system was tested and verified as ready for use. The isolation transformer has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided at this time, this event is being classified as a reportable event due to system unavailability after start of a surgical procedure (first port incision) and the procedure was converted to laparoscopic surgery.

Event description:
It was reported that during a da vinci-assisted procedure the vision side cart (vsc) circuit breaker fell out and the vsc powered off. Technical support noted the customer tried to power cycle the system several times but was unable to power on the vsc. The surgeon converted the da vinci-assisted procedure to laparoscopic surgery.